Event description:
The patient self bolus (ondemand) feature failed on three devices (iflow onq c-bloc, which is a nerve block medication administration device). When the bolus button is depressed, it is supposed to release slowly. However, in these cases, the button popped back up almost immediately. Two of the problematic devices were from the same lot number (the third lot number is unavailable).